Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the non-tortuous and moderately calcified radial vein. A 3.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation the balloon ruptured. The device was removed without any problem and the procedure was completed with this device. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: mustang 3.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 24 atmospheres for 30 seconds using digital stopwatch without issue. A vacuum was then applied. The inflation device was verified at 24 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure of 24 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per mustang specification, the rated burst pressure for this device is 24 atmospheres. No issues were noted with the tip section of the device. A visual examination found no damage or issues with the markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the non-tortuous and moderately calcified radial vein. A 3.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation the balloon ruptured. The device was removed without any problem and the procedure was completed with this device. There were no patient complications nor injuries reported and the patient condition was good.